Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple alarm occlusions have occurred since the customer received the pump. Customer changed out the set, tubing, and cartridge and still received the alarm. Customer indicated that they saw no issues with the infusion set. Customer's blood glucose levels were elevated at 300 mg/dl and were treated by administering boluses. Customer was educated on the most common causes of alarm occlusions.